Event description:
The atrial lead was returned to the manufacturer from a competitor, analyzed and subsequently tested out of specification. Review of the manufacturer's database revealed the patient had died. There is no allegation that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. The device was returned by a competitor. All data pertinent to the event is provided. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been requested, but has not been received.